Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received stating this system was still experiencing out of range shocking impedance measurements. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The health care professional (hcp) elected to continue monitoring. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. The health care professional (hcp) stated the patient will continue to be monitored. Additional information was received that this device was explanted due to normal battery depletion (nbd). This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. The health care professional (hcp) stated the patient will continue to be monitored. Additional information was received that this device was explanted due to normal battery depletion (nbd).

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.